Event description:
It was reported that during a brevera procedure on july 29th, an incision was made and the biopsy needle that was inserted into the patient´s breast failed as no suction was available and the procedure was aborted. It was not possible to obtain a sample. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The system was taken for maintenance, the field engineer replaced the vacuum system and performed tests. System met the manufacturer´s specifications. B)(4).